Manufacturer narrative:
It was reported that the product does not "inflate to read bp". Customer stated the batteries were changed and the product power on. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that the product does not "inflate to read bp".